Event description:
Lavage tube was passed to stomach and attempted to aspirate contents. Unable to aspirate or inject dry air. Tube removed from pt. Upon inspection it was noticed that there is no opening at the end of the tube.